Event description:
It was reported to philips that the system was unable to boot up and stalling at the boot screen. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system was unable to boot up. An onsite field service engineer (fse) inspected the system and confirmed that it was unable to boot. Upon troubleshooting, the fse confirmed that there was a flexvision pc issue, as multiple errors related to the pc were observed. The issue was resolved by replacing the flexvision pc and hard drives under pr (B)(4). The system was restored and returned to service in good working order.